Event description:
A report was received that the patient underwent a pocket revision due to ipg migration after the patient hit his ipg on a doorknob. The physician relocated the ipg and the patient was reportedly doing well following the procedure.